Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15aug2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the central processing unit board and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the unit declared a 35 volt failure (e/c 111b), auxiliary alarm supply failure (e/c 1115) and a backup alarm failure (e/c 1104). There was no patient involvement.